Event description:
Per journal article ¿the endoscopic-assisted or endoscopic mini- or less-open preperitoneal (e/milop) approach for primary and incisional ventral hernia repair¿. The article describes the author¿s endoscopic-assisted or endoscopic mini- or less-open sublay (e/milos) approach to hernia repair. The study covers 26 patients with primary and/or incisional ventral hernias who underwent e/milop at a tertiary teaching hospital in tokyo, japan, between january 2020 and december 2022. 1 patient was implant with a bard/bd soft mesh as part of the hernia repair procedure. The other 25 patients in the study were implanted with non-bard/bd mesh. The article does not report any device specific issue related to the hernia meshes. Postoperative outcomes for the overall study were reported as hematoma (4), serous discharge (3), purulent discharge (1), seroma (1), and chronic pain. The article does not indicate the mesh type related to any of the reported postoperative outcomes, therefore it is unknown which, if any, of the reported outcomes were associated with the hernia repair that utilized the bard/bd soft mesh.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. Based on the single soft mesh device used during the study cases, and no indication of which mesh is associated in the reported outcomes, there is insufficient information to determine which, if any, of the reported health effects are associated with the soft mesh device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate (01-jan-2020 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.